Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate due to customer not removing any residual air from their cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 250 mg/dl.